Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer received the motor error alarm on the insulin pump when changing the infusion set. The customer's blood glucose was 300 mg/dl. The customer's mother was unaware of any significant events leading to the alarm. The customer's mother was unable to confirm whether the customer could complete the rewind sequence because the insulin pump was not present at the time of the call. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.